Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: only the box was returned; there was no device to analyze. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had "product spilled out the side of syringe.¿ patient contact was made. No injuries were reported. The packaged needle was used.